Event description:
The ez35w was used during a video assisted thoracic surgical procedure. It was reported the device was placed on the lung tissue and was difficult to close and lock. The device misfired and no staples were fired. The device was then very difficult to remove. There was no consequence to the patient.